Event description:
Elderly male with history of hypertension and chronic kidney disease. Procedure: ptca (percutaneous transluminal coronary angioplasty). The emerge balloon would not inflate or deflate correctly. Another one used, no known harm to patient.